Manufacturer narrative:
The last calibration performed on (B)(6) 2020 was acceptable. Quality control recovery from (B)(6) 2020 to (B)(6) 2020 was acceptable. Upon review of the alarm trace, abnormal sample aspiration alarms occurred frequently on (B)(6) 2020 . A general reagent problem could be ruled out since calibration and controls were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation on a cobas 8000 c (701) module and with ise indirect k for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The repeat results were believed to be correct. This medwatch will apply to the c 701 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the cobas 8000 ise module. The sample initially resulted with an alt value of 15.8 u/l, which repeated as 27.0 u/l. The sample initially resulted with a k value of 5.49 mmol/l, which repeated as 4.98 mmol/l. The alt reagent lot number was 456065, with an expiration date of 30-apr-2021.